Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to an unknown reason. It was suspected that the device exhibited high battery impedance. No additional adverse patient effects were reported. This crt-p has not returned for analysis.